Event description:
A supplemental report is being submitted due to completion of the investigation on 16-oct-2025.

Manufacturer narrative:
This file was created in response literature paper ¿joyce 2024 - major complications of deep venous stenting¿ and captures 01 x case of stent migration. As this literature paper involved 03 different sites ¿ ireland, the united kingdom (UK) and the united states (us), this complaint captures the possibility that this migration occurred in ireland. For information regarding the duplicate country files, please refer to (B)(4) ¿ joyce 2024 ¿ migration, UK and (B)(4) - joyce 2024 ¿ migration, us. Device evaluation: the zilver vena venous self expanding stent of unknown catalog number and unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data review historical data was not reviewed as the lot number is unknown instructions for use and/label review: as per the instructions for use (ifu0047) which accompanies the device, stent migration is listed as a known potential adverse event associated with the use of the device. There is no evidence to suggest that the customer did not follow the instructions for use/product label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to an inappropriate stent size selection - the diameter of the stent might have possibly been smaller than that of the vessel. Another possible root cause could be attributed to the patients anatomy/pre existing conditions. If the vessel anatomy or lesion characteristics were challenging, the stent may not fully appose to the vessel wall, increasing the risk of migration. Other possible root causes for stent migration could also include the deployment technique. If resistance was encountered during deployment, excessive force may have been employed in order to deploy the stent. If excessive force was applied, it may have led to unintended movement of the stent. As mentioned above, stent migration is listed as known potential adverse events following the placement of the device. It should also be noted that 09 types of stents including cook zilver vena were used in this study. More than one stent type was employed in some cases. It's therefore impossible to determine which stent had contributed to this complaint. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: this file was created in response to literature paper ¿joyce 2024 - major complications of deep venous stenting¿ and captures 01 x case of stent migration in ireland. Confirmed quantity of 01 x used device. As per the literature paper, the migrated stent was successfully snared and fixed with another stent investigation findings conclude that possible root causes could be attributed to the stent size used, patient¿s pre-existing condition/anatomy or the deployment technique used.

Event description:
Joyce 2024 - major complications of deep venous stenting a total of 1814 patients were treated for acute or acute on chronic deep venous obstruction during the 9-year study period. The most common lesion for which a venous stent was placed was pts (n = 44, 72.1%) affecting either the inferior vena cava, iliofemoral segments or a combination of both. Involution ¿¿stent involution¿¿ was defined as where the outer edges of the stent turn inwards to occlude the vessel in a manner not dissimilar to an intussusception. Stent involution was reported in 2 cases (3.3%). This was dealt with by placing additional stents inside the involuted segment, with satisfactory venographic appearances at the end of the procedure. Migration ¿¿stent migration¿¿ indicates stent movement to a different vessel, e.g., from the iliac vein to the right atrium. 1 case of stent migration which occurred while deploying a femoral vein stent. The stent migrated into the ivc. The patient in this particular case was being treated for post-thrombotic syndrome. The stent was successfully snared and fixed with another stent. Mean age of 42 (18-80 years).

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.